Event description:
Reported due to thrombosis and subsequent death. Physician used a jostent graftmaster to treat a perforation in the coronary artery. It is reported that the pt was on a ventilator at the time of the initial procedure. The physician successfully implanted a jostent graftmaster device and sealed a perforation. The pt was taken back into the cardiac catherization lab (cath lab) in 2004 and two cypher stents were implanted in the right coronary artery proximal to the graftmaster to treat an occlusion. Four days later the pt was again brought to the cath lab and was diagnosed with continued thrombus in the rca. At this point the pt was treated with anticoagulation therapy only. The pt expired at an unspecified date from a pulmonary emboli. The pt was never a surgical candidate. Although requested additional info was not provided.